Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one photo was provided and reviewed. The photo shows the conquest balloon in transparent packaging. An unknown brand guidewire was seen protruding from the distal end of the balloon. Blood residues were noted throughout the balloon. The balloon was also noted to have unraveling near the distal end of the balloon. No other anomalies were noted.one conquest pta dilatation catheter returned for evaluation. During visual evaluation, an unknown inflation device and unknown brand guidewire was loaded onto the conquest device. No kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. The balloon was noted to be deformed near the distal end of the balloon; the balloon was also noted to have frayed fibers and unraveling. During functional testing, an attempt was made to remove the unknown guidewire but was unsuccessful. An in-house presto inflation device was used to inflate the balloon but was unsuccessful due to the condition of the balloon. No further testing was performed. Therefore, the investigation is confirmed for the reported uneven inflation as the balloon was noted to have a deformed near the distal end of the balloon. Also, the investigation is confirmed for the reported unraveled material and identified material fray as the balloon was noted to have frayed fibers and unraveling. A definitive root cause for the reported uneven inflation, unraveled material and identified material fray could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post angioplasty procedure, the pta balloon fibers were concentrated in one place when the balloon was dilated outside the body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an angioplasty procedure, the balloon fibers were concentrated in one place when the balloon was dilated outside the body. There was no reported patient injury.